Event description:
It was reported that the patient with this left ventricular (lv) lead experienced infection. A revision was performed and the crt-d along with the right ventricular (rv) lead and right atrial (ra) lead were explanted, while this left ventricular (lv) lead was surgically abandoned. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).